Event description:
The core universal driver was sent for eval due to overheating during a testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is on going; add'l info will be submitted once the quality investigation is completed.